Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay for two (2) patients. This MFR. Report addresses patient one (1) of two (2). The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on an unknown sample type. Confirmation pcr testing (unknown platform) was performed and generated negative results. The patient was prescribed rageburio and took a single dose. The customer confirmed the patient does not have any side effects due to treatment. The patient does not have a history of covid-19 and is reported to be in good health. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217214 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/lot m217214, test base part number test base part number 192-430/lot m217214. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m217214 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text: single use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay for two (2) patients. This MFR. Report addresses patient one (1) of two (2). The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on an unknown sample type. Confirmation pcr testing (unknown platform) was performed and generated negative results. The patient was prescribed lagevrio (molnupiravir) and took a single dose. The customer confirmed the patient does not have any side effects due to treatment. The patient does not have a history of covid-19 and is reported to be in good health. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.corrections: h6 - health effect impact code; b5 - changed medication from rageburio to lagevrio (molnupiravir). H3 other text : single use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay for two (2) patients. This MFR. Report addresses patient one (1) of two (2). The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on an unknown sample type. Confirmation pcr testing (unknown platform) was performed and generated negative results. The patient was prescribed lagevrio (molnupiravir) and took a single dose. The customer confirmed the patient does not have any side effects due to treatment. The patient does not have a history of covid-19 and is reported to be in good health. No additional information, including patient treatment and outcome, was provided.